Event description:
It was reported that a low high voltage lead impedance was observed upon device interrogation in the clinic. The right ventricular (rv) lead was capped and replaced on (B)(6) 2023. There were no adverse health consequences, the patient was stable.